Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an issue with the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had an alert for charge circuit timeout, charge circuit inactive and excessive charge time. Upon interrogation it was noted that the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.